Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed a persistent low battery alert and did not charge despite a solid charger indicator light and use of multiple power outlets, while the charger successfully powered another device, indicating a charging failure isolated to the ilet. Symptoms included no reported adverse clinical effects. Outcomes included a device replacement and continued therapy using the replacement device. Investigation included customer troubleshooting and review of device performance history as available. Investigation of this case revealed a suspected device power subsystem malfunction consistent with very low battery and failure to accept charge, with no evidence of external damage or user error. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the power or battery system.